Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing increased pain at the pocket site with even light touched. It was also stated that the patients ipg was mobile. The physician believed that the pain was caused by the thickening of the dermal layer at the back and a possible overabundance of cutaneous innervation. The patient underwent a revision procedure wherein the ipg was adjusted in the pocket site. The patient was doing well postoperatively.